Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the evaluation confirmed the following: faulty auxiliary board, unit fails left hand number 9 switch test and left hand radio frequency switch test. Additionally, there were non-reportable (non-pae) defects noted. The device history record was not performed as this device has been serviced before/serviced multiple times. A review of the previous service was performed. The previous service had no abnormalities noted that could have attributed to the failures in this complaint. Based on the results of the investigation, it is likely the unit failing calibration test is due to a faulty printed circuit board, and fails a left hand radio frequency switch due to a faulty auxiliary board. The root cause of these boards failing is likely due to general wear and tear over years. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the generator had a faulty printed circuit board. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.